Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse inspected the display of the iabp unit and the cable connection, and was unable to duplicate the reported issue. The iabp unit passed all functional and safety tests per factory specifications; and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during start-up, the cs300 intra-aortic balloon pump (iabp) appeared to be on but the screen was blank. This is an intermittent issue. There was no patient involved, thus no adverse event was reported.